Event description:
Procedure: free flap - neck. According to the reporter: pt required re-operation due to haematoma in neck. Vessel has appeared to be severed. Clips present on bleeding vessel. No tissue loss. There was an increase in incision due to the re-op needed. Blood loss was less than 500cc.

Manufacturer narrative:
(B)(4).